Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Complaint was confirmed. Broken weld on the frame of the rollator.

Event description:
A weld was broken on the frame.